Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, high blood pressure and elevated troponins. It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds approximately one week after implant. Reprogramming occurred. The leadless ipg was subsequently turned off and replaced by a transvenous ipg system. No further patient complications have been reported as a result of this event.